Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was opened and intended to be used in a sacrospinous ligament fixation procedure performed on (B)(6) 2021 for the treatment of pelvic floor and prolapse. During preparation, the carrier would not retract and had to be manually pulled back after being tested and deployed outside the patient. Additionally, the carrier reportedly did not extend when the device was actuated outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.